Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 480 units. It was noted that the pump requested to fill tubing again; however, the customer reported being connected to the site at that time. The customer inadvertently delivered insulin to themselves after going through fill tubing while connected at the site. The customer's blood glucose level was 72 mg/dl. However, the customer stated that this was due to exercising and not the pump. It was noted that the customer ate carbohydrates and that the customer reloaded the cartridge successfully.